Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, over-extending, bending or extended use of the clamp may cause breakage." Narrative for conclusion: the clamp was over-extended causing breakage. The directions for use warns against over-extending for this reason. The clamp is distorted from its original shape. When reassembled it was obviously permanently deformed, vastly unable to return to its original formed shape and jaw proximity. Conclusion: the complaint is not valid due to the fact that the clamp was misused. Due to the aforementioned reason, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
(B)(6) 2013: received an email from a dealer in (B)(6). They had received the broken clamp back from a dentist during the dental show in (B)(6).